Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "capsular contracture, baker IV with hardening, pain and extravasation with presence of silicone-induced granuloma and presence of bilateral intracapsular fluid". Device has been explanted and replaced..

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late, granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker IV with hardening, pain and extravasation with presence of silicone-induced granuloma and presence of bilateral intracapsular fluid". Device has been explanted and replaced.